Event description:
The patient reportedly experienced frequent uncomfortable stimulation with the implant. An advanced bionics representative confirmed that the device was no longer functioning correctly. The patient was reimplanted with an advanced bionics spinal cord stimulator.